Event description:
The manufacturer became aware of a ds2adv auto CPAP device was contacted in reference to a thermal product malfunction. The service center received information alleging pca burned. There is no allegation of patient harm or injury. No medical intervention was required by the patient. During the technician's repair, the technician noticed pca burned. Should additional relevant information become available, a follow-up report will be submitted.